Event description:
A dialysis facility reported that approximately 5 minutes into a hemodialysis treatment, blood in the venous line was noted to be darker than the blood in the arterial line. The nurse flushed saline through the dialyzer. The same observation was noted after blood filled the venous line again. Blood was returned and saline was recirculated through the lines. It was noticed that the saline bag was emptying too fast with the ultrafiltration (uf) pump off. The patient c/o headache but was not weighed before they transferred to another machine. There was no serious injury/illness.